Event description:
Information was received from a consumer (con) regarding a communicator device. It was reported that last night the patient was trying to bolus and the handset kept saying it couldn't find the pump. The patient stated that it did it probably 30 times and after they finally stopped trying and called their clinic and they "did everything they could". The patient said then they went to sleep and woke up this morning and they were able to connect to the pump successfully and receive a bolus. The patient stated the last time they were able to get connected was about five to ten minutes ago. The patient service (ps) specialist walked the patient through restarting the application and the patient was then able to access the myptm app and connect to their pump and see their lockout time. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient¿s spouse who re-reported connection issues and various error messages on the handset causing device ¿to be whacky¿. Troubleshooting was performed and the patient was able to connect while on the phone. An email was sent to the repair department to replace the devices. Tm90t0 poor connection to the pump. Handset (a10e) system error and poor connection. No indication of patient harm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-sep-2020, UDI#: (B)(4) h3. Analysis found tm90 micro usb interface was damaged and loose usb port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes have been corrected and updated to reflect the provided information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.